Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. However, the motor passed the motor test. The device had scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported that insulin pump alarmed motor error several times. The blood glucose reading was 238mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.